Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, at the conclusion of the procedure it was noticed that a small part of the tip of the guidewire had detached and was in the patient's duodenum. A sphincterotomy had been performed with the wire in place. No attempts were made to recover the detached piece. The physician had used a .38mm guidewire as opposed to the usual .35mm guidewire unintentionally, but confirmed there were no labeling issues. There were no patient complications and the patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, at the conclusion of the procedure it was noticed that a small part of the tip of the guidewire had detached and was in the patient's duodenum. A sphincterotomy had been performed with the wire in place. No attempts were made to recover the detached piece. The physician had used a .38mm guidewire as opposed to the usual .35mm guidewire unintentionally, but confirmed there were no labeling issues. There were no patient complications and the patient's condition has been described as stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device confirmed that the tip of the pebax had detached, revealing corewire was exposed through the damaged pebax coating. There was no damage noted to the corewire or to the ptfe coating. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax tip section detached, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. There have been no other complaints reported for lot number 13503360. A DHR (device history record) review was performed and no deviation was found.